Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a blank display, vibration anomaly and moisture damage on event date of (B)(6) 2021. Unit received with frozen screen at the medtronic logo during boot up. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to frozen screen. Unable to successfully download history files and traces using thus due to frozen screen. Unable to verify blank display or vibration anomalies due to frozen screen. The unit was cut open and swapped with a test pcba 1 with the unit in the same state. With corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd assembly, severe corrosion on pcba 1 and severe corrosion on pcba 2 noted during visual inspection of the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, corrosion on battery tube and scratched case. Unit confirmed with frozen screen anomaly due to severe corrosion on pcba 2. Unable to confirm vibrate anomalies or blank display anomalies due to frozen screen anomaly. Moisture damage on electronics comfirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that insulin pump was exposed to moisture and was vibrating. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. Vibration was continued once customer went to another location. Insulin pump had not passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.